Event description:
Boston scientific received information that during a device replacement procedure, this chronic transvenous right atrial (ra) lead was found to be fractured. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
This ra lead was surgically capped and abandoned. This event will be updated if any additional information becomes available.